Manufacturer narrative:
One medfusion pump was returned for analysis. Visual inspection performed, and product found with cracked top case by tube holder and cracked right case by upper screw hole. Event history log review was performed and found evidence of reported problem. The customer's stated problem was unable to be duplicated. Service cleaned off debris of worm coupler, upgraded drive gear from blue to black and replaced cracked top and right cases. Service also recalibrated and tested per procedure and device passed both function and delivery test. The root cause of the reported problem is unknown.

Event description:
It was reported that the device motor was not running. No known adverse effects to patient.